Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure the lead went intrathecal. The physician noted that it was a difficult implant due to the patient's anatomy. The patient developed pain at the lead site and was attempting to find effective therapy with the device, but ultimately had the device explanted. There have been no reports of further complications regarding this event and the patient has reported feeling better after explant.